Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER on (B)(6) 2016 due to low blood glucose and low blood pressure. She experienced heart palpitations. The patient's blood glucose at the time of admission is unknown; however, a recent blood glucose value was 57 mg/fl. The patient stated that she had recently undergone oral surgery and she was not eating normally as a result. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.